Event description:
It was reported that a lead was curled at the front end. The reporter stated that the doctor was concerned about the lead quality and was worried about the outcome if the patient was implanted with the curled lead. A new lead was used for implantation. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis of the lead (lead kit 3389-40 quad dbs .5mm sp 40cm, lot# 0205319952) found its distal end was bent at the #2 electrode. The lead was new out of the box.

Manufacturer narrative:
Concomitant medical device: product ID: 3389-40, lot#: 0205319952, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient suffered no injury. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.